Manufacturer narrative:
Additional information was received about the patient. A sample from the patient was submitted for investigation and results similar to the customer's were received. There was no indications of interference factors that would possibly cause a low result. Further clarification of the observed discrepancy was not possible with available methods and the current state of the art.

Event description:
The customer received questionable thyroid results for one patient sample from the cobas e601 analyzer serial number (B)(4). Of the data provided, only the results for free thyroxine (ft4) were a reportable malfunction. The initial result was 9.15 pmol/l. The sample was repeated on an abbott architect analyzer and the result was 13.8 pmol/l. The results from the architect analyzer were reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). Information concerning the specific part number involved in this event was requested, but was not provided.